Event description:
The customer obtained imprecise vitros phbr quality control results on a vitros 5,1 fs chemistry system. The following vitros phbr results were obtained from the vitros tdm pv control fluids: tdm pv I lot d9984 (expected value = 11.51 mg/ml): 7.87, 8.10, 7.61, 6.80, 8.44, 5.29, 6.15, 6.89. Tdm pv I lot g1647 (expected value = 10.73 mg/ml): 6.25, 7.44. Tdm pv ii lot l1913 (expected value = 26.92 mg/ml): 19.20, 18.83, 18.83, 14.16, 20.02, 17.81, 21.28. Tdm pv iii lot m1914 (expected value = 60.97 mg/ml): 41.25, 46.03, 48.75, 42.80, 46.74, 45.44, 40.76, 47.07, 42.30 ,46.86, 44.33, 48.33, 47.66. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phbr quality control results were obtained on a vitros 5,1 fs chemistry system. Multiple vitros phbr lots were affected, and the customer indicated that the same reagent lots were performing as expected on an alternate vitros analyzer. An ocd field engineer disassembled, cleaned, and adjusted the immunorate wash module and proactively replaced the incubator evaporation caps, insert blade 2, and the immunorate pump. Following completion of these service actions, acceptable vitros phbr performance was observed. The investigation concludes that the root cause of this event is most likely instrument related. There was no evidence to suggest that a reagent malfunction contributed to the event.